Event description:
Reporter indicated that device diagnostic testing at follow-up office visit approx 2 months post implant surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Device diagnostic testing performed at implant surgery was within normal limits, indicating that the device was functioning properly at the time of initial implant surgery. X-rays were reviewed. Review of x-rays revealed that the lead pin appears that it might not be inserted full; however, no definite conclusion could be drawn. Also, there is extra lead coiled behind/underneath the generator and the tie-down closet to the positive electrode appears to be touching the electrode/nerve interface. It could not be determined if these two observations contributed to the high impedance reading. Neurologist indicated that the pt has a history of "playing and poking" their device and that this may have damaged the vns therapy system. The pt has been referred to surgeon for exploratory surgery.